Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that (2) ar-3636 knotless fibertak tip broke inside the patient. This was discovered during a post-operative visit when the surgeon performed an x-ray under fluoroscopy. Both of the broken metal tips were confirmed to be in the patient's glenoid and it's not causing the patient any issues or pain. No further information was reported.

Manufacturer narrative:
H6 health effect - clinical code and health effect - impact code updated. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/25/2023, it was reported by a sales representative via email that (2) ar-3636 knotless fibertak tip broke inside the patient. This was discovered during a post-operative visit when the surgeon performed an x-ray under fluoroscopy. Both of the broken metal tips were confirmed to be in the patient's glenoid, and it's not causing the patient any issues or pain. No further information was reported. Additional information received on 5/31/2023: this incident occurred during a labral repair procedure. Revision surgery is to be determined; the patient remains asymptomatic. Additional information received on 8/9/2023: on (B)(6) 2023, the patient underwent a second arthroscopic shoulder surgery to remove the metal fragments and to revise a torn labrum. During this procedure, the surgeon utilized an ar-2923ps peek pushlock anchor, short, 2.9mm x 12.5mm, to repair the labrum. The revision was performed at the same facility by the same surgeon.